Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. This report is referring to the patient's pns (off label) system. The patient has 2 model 3169 leads (same lot) and 2 model 3166 leads (same lot) implanted as part of her pns system. Device 2 of 2: reference MFR. Report#: 1627487-2017-04188. It was reported after multiple falls, the patient noticed a change in stimulation and the patient was no longer receiving effective stimulation. Diagnostics did not reveal any anomalies. Additional information revealed the patient's pns lead for the upper left quadrant had migrated slightly. In turn, the patient underwent surgical intervention on (B)(6) 2017, at which time a model 3189 lead was implanted. No devices were explanted. Reportedly, effective stimulation therapy was restored following the procedure.